Manufacturer narrative:
The subject device was transferred to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc also found that the inside of the nozzle was clogged with white and fibrous foreign matter, and found that the foreign matter was cellulose on component analysis. Cellulose might be derived from cellulosic fibers, molds, cellulosic chemicals, etc., but since the appearance of foreign matter was fibrous, it was presumed that the foreign matter was cellulosic fibers. Therefore omsc surmised that the lint might have adhere to the subject device and/or the air/water valve due to the using extremely fluffy towel and/or gauze by the user, then during the procedure and/or reprocessing the lint might have invaded into the air/water channel. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the foreign matter was clogged in the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.